Event description:
The customer felt hypoglycemic and was sweating. They used the device to check their blood glucose and obtained a result of 106 mg/dl. Emts were called and their meter read 45 mg/dl. They were treated with a "sugar push." Controls have never been used on the system. The device was replaced and requested to be returned for evaluation.